Manufacturer narrative:
(B)(4). If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. If in your possession, may we have a copy of your operative report? Does ethicon have your permission to contact your surgeon, in the event ethicon would like to contact your surgeon for more clinical information to be used for a product quality complaint investigation? If so, please provide your surgeon¿s name, contact information and sign release of medical information form attached.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on unknown date and the mesh was implanted. Following the procedure, the patient experienced erosion of the mesh into vagina in (B)(6) 2015 and one recently. The patient also experienced constant dyspareunia since the mesh was inserted and pain in the groin ever since the surgery, which the patient did not have before. It was also reported that the most recent erosion seemed to have the worst symptoms from (B)(6)2017 and the mesh was removed on (B)(6) 2017. Additional information has been requested.